Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
Received information stating that a fitbone nail broke during treatment. Patient underwent a revision procedure that extended the surgical procedure.

Event description:
Received information stating that a fitbone nail broke during treatment. Patient underwent a revision procedure that extended the surgical procedure.

Manufacturer narrative:
A technical evaluation of the device involved in this event was not possible as it was not returned for analysis. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the problem complained. If the device is returned an investigation will be completed and a follow up report will be submitted.